Event description:
Plugged the rv port due to issues prior with the rv lead (e.g. High capture values/high impedance) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).